Event description:
It was reported that this patient repeatedly received inappropriate anti-tachycardia pacing (atp) from this implantable cardioverter defibrillators (ICD) for a supraventricular tachycardia (svt). It was stated that the patient's medication may be adjusted and the data was forwarded to boston scientific rhythmcare for review. Potential programming options were provided to prevent further inappropriate atp therapy. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.